Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net. The patient notifier for high impedance alerted the clinic. The clinic called the patient. Upon manual interrogation, the left ventricular lead exhibited high impedance. The lead was capped and replaced on (B)(6) 2016 due to a lead fracture anomaly. The patient was stable post procedure.